Event description:
It was reported that the patient was suspected of infection due to incision had opened and the ipg was visible. The patient underwent ipg replacement procedure to prevent infection. The patient was doing well postoperatively and the explanted device was not return per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7072060.